Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated by three different programmers. It was noted the patient heard a popping sound from the device. Technical services (ts) reviewed and found the device had no pacing activity. The magnet was placed over the device, and no beeping tones were observed. Ts suspected the device was non-functional and recommended device replacement. It was also reported that the ICD was suspected to be depleting prematurely. Ts was also concerned with the integrity of this right ventricular (rv) lead and suspected a short within the lead. Ts recommended a defibrillation threshold (dft) test during the ICD replacement to test rv lead integrity. A dft was performed, and the shock was successful. Rv lead integrity was confirmed. This rv lead remains in service. No additional adverse patient effects were reported.